Event description:
During a ptca procedure, the 2.75mm x 16mm taxus express2 paclitaxel-eluting coronary stent system could not cross the lesion. Multiple attempts were made but were unsuccessful. It is further reported that resistance was experienced. The lesion being treated was a calcified, 95% stenotic lesionin a tortuous left anterior descending (lad) coronary artery. A 2.0mm x 20mm maverick2 monorail ptca catheter was also used in the procedure. A 2.75mm x 28mm taxus was used to successfully complete the procedure. The total procedure time was approx 2.5 hrs, one hr longer than the normal case. No pt injuries or complications were reported.